Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 2 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 january 2022: lot 2010829: (B)(4). Expiration date: 2025-11-15. No anomalies found related to the problem. (B)(4). Additional device involved. Batch review performed on 31 january 2022: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2011654: (B)(4). Expiration date: 2026-02-11. No anomalies found related to the problem. (B)(4).